Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-sep-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station screen was functioning normally. A technical support specialist (tss) dialed into station and confirmed that it was no longer displaying the windows login screen. Med application was already running upon connection. Tss attempted to log in, and the login was successful. Tss also verified that the station's sync status was up to date and communicating properly with the server. The system functioned as intended after the technical support specialist investigated the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es station had requested the cfnadmin password. Customer tried to reboot, but the issue persisted. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.